Event description:
42 year old white gravida three, para three female status post bilateral periareolar subglandular 260 cc mcghan gels for augmentation on 10/26/79. She denies decrease in size or history of trauma, but reports increased ptosis over the years. Complains of some tenderness in breasts. Complains of finger and foot stiffness. Genito-urinary changes. Pt otherwise healthy.